Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No sticky buttons were noted during testing. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer stated that the buttons are not working well. Customer's blood glucose reading was 97 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys stick. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.